Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
Customer reported receiving an errc 14 message from their freestyle lite meter and not able to get a blood glucose reading. As a result, customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Paramedics were called and treated customer with food, juice and soda. There was no report of any diabetes related diagnosis, death or permanent impairment associated with this case.